Event description:
Paramedics responded to a person described as semi-conscious and complaining of abdominal pain. The pt was connected to the device and diagnosed as bradcardic w/hr less than 40 bpm and hypotension. Atropine and oxygen were administered and external transcutanbeous pacing initiated at 60 bpm and 60 ma with positive capture. According to the reporter, the device stopped pacing an unknown number of times after which the operator re-initiated operation. The pt was resuscitated and transported to the hosp.